Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed june 2, 2014. Device not yet received by manufacturer.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed july 4, 2015.

Event description:
Per the clinic, the patient experienced an infection around the implant side and was treated with antibiotics (date & type not reported).